Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 3.1, lab: 4.5. Date: (B)(6)2010, inratio: 1.5, lab 2.4. Pt tested on the meter and then went to the ER because of shortness of breath ((B)(6)2010). Meter results on (B)(6)2010 was taken at approximately 7:30am, and labs were drawn at approximately 11:30pm. Results on (B)(6)2010 were taken within 1 1/2 hours.